Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a few years prior to the report the patient fell on their butt on some ice and pulled some of the lead wires out of place.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v081129, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead.

Event description:
Additional information was received from a consumer. It was reported that the patient fell and it pulled out the wires as previously reported. It was noted this occurred ¿approx. Around (B)(6) of 2008¿. The patient had to go back into surgery to fix it. No further complications were reported/anticipated.